Event description:
It was reported that the ilet user experienced highs and lows ranging from 53 mg/dl to 401 mg/dl. When glucose was elevated, the user intentionally entered meal announcements without eating to trigger insulin delivery and occasionally paused the ilet at inappropriate times. Education was provided with assignment for additional training. Symptoms included hyperglycemia, hypoglycemia, headache, anxiety, depression, nausea, and shaking or tremors. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem identified, and improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.